Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occurred during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, medication involved, or device programming.